Event description:
It was reported that a flo-gard infusion pump presented a door open/close clamp alarm. This occurred before use. Therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. No alarms were identified during the review of the alarm log. However, a broken door was identified during visual inspection. The cause of the reported condition was unable to be determined. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.